Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized for low blood glucose levels. The customer states they were having issues with their sensor and pump. The customer states they felt like their blood glucose levels were going low, but never received alert from sensor. The customer states they went to the fridge to drink some orange juice, but passed out and hit the floor. The customer suffered a back fracture. The customers' blood glucose level at the time of incident was 42mg/dl. It was reported that the customer was advised by their healthcare provider to discontinue use of the pump and sensor all together. The customer was dissatisfied with medtronic products, and is no longer using the device. No further assistance was provided at this time.